Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported contradicting information that the patient experienced harm/symptoms due to the lead being left inside their body but clarified that "[patient] really wants it out so MRI can be done for their back/hip." It was noted that additional surgery or procedures will be done to remove the component in the future. The hcp clarified that the patient was referred to a doctor. A surgical procedure is not yet scheduled and the status was noted as "to be announced."

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va09fuf implanted: (B)(6) 2013 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said when they removed the device on july 27th a part of the lead broke off. Patient said it hurt for weeks afterwards because the hcp dug around trying to get the lead out. Patient is having severe back pain and needs a MRI. Agent did not ask about the circumstances that led to the reported issue. Reviewed MRI guidelines.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va09fuf); product type: 0200-lead; implant date (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that in (B)(6) 2023 they had a neurosurgeon go back in and they removed the lead. When asked, patient doesn't know the exact date. Patient said that recently had an x-ray of hip and will ask that the image be forwarded to her managing healthcare provider. Agent explained that the MRI mode information does need to be manually uploaded. The patient was redirected to their healthcare provider to further address the issue. Patient to also provide update regarding exact date of lead fragment removal.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va09fuf, implanted: (B)(6) 2013, explanted: (B)(6) 2023, product type lead. Product ID 3058, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.